Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. D4: UDI: product made prior to UDI compliance date. UDI not required. A manufacturing record evaluation (mre) was performed for lots: 174063 and 172476, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: possible deflation and capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a n undisclosed mentor smooth saline breast implant prosthesis. Post-operatively, the patient reported to have a possible deflated implant and possible capsular contracture by a medical professional using the patient's symptoms. The affected side was not provided. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. As the affected side was not provided, the lot/serial numbers for both products are being provided as left implant - catalog number: 3501640, lot number: (B)(6) and right implant - catalog number: 3501645, lot number: (B)(6). Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.